Manufacturer narrative:
(B)(6): perioperative and short-term outcome of transcatheter aortic valve implantation in women. G ital cardiol (rome). 2017 jun;18(6):27-32. Doi: 10.1714/2718.27732. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding female gender outcomes following transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between january 2016 and december 2016. The study population included 331 patients (predominantly female; mean age 83 years), an unknown number of which were implanted with medtronic evolutr and corevalve (serial numbers not provided). Among all patients adverse events included: permanent pacemaker implantation, vascular and bleeding complications, re-operation, and stroke. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.